Manufacturer narrative:
A product development investigation was performed. The holding sleeves with part 03.616.042, lot 6826713 (mfg 05-may-2012) and 6778558 (mfg 20-jan-2012) were received. A visual inspection, functional test, device history records review, and drawing review were performed as part of this investigation. This complaint is confirmed. The tips of the 03.616.042 holding sleeves were both damaged. The first thread of lot 6826713 had pulled completely away from the remaining threads but was not broken while lot 6778558 was just starting to pull away but was still connected on both ends. A functional test is not required for the bent/stripped devices as the complaint was able to be visually confirmed. A definitive root cause was unable to be determined. The failure modes are consistent with the application of an off-axis load while engaging a screw. Relevant drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: may 5, 2012. The review revealed that one nonconformance report (ncr) was generated because the treated ring would not go more than 1.5 turns, most are 2 turns. Twenty-five (25) units were inspected and 9 parts were rejected and reworked. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during an initial posterior lumbar inter-body fusion (plif) procedure at disc levels l4-l5 and l5-s1 on (B)(6) 2017 involving the implantation of two (2) unknown opal spacers, eight (8) unknown screws and two (2) unknown rods, several instrument malfunctions occurred. During screw insertion at unknown disc levels, two (2) locking holding sleeves were reported to have stripped threads. While surgeon was attempting spacer insertion the prong on the opal implant holder was discovered to have bent. During another screw insertion attempt at an unknown disc level, the star-drive shaft instrument was noted to be stripped and not working correctly. Also, the ratchet t-handle instrument would not spin, causing instrument to not tighten during implant insertion. Back up instruments were available in the operating room. No fragments were generated during the reported instrument events. A five (5) minute surgical delay was reported. The surgery was completed successfully and patient is reported in stable condition. Concomitant devices: unknown screws (item # unknown, lot # unknown, quantity 8). Unknown opal spacer (item # unknown, lot # unknown, quantity 2). Unknown rods (item # unknown, lot # unknown, quantity 2). This report is 1 of 2 for (B)(4).